Event description:
It was reported during routine follow-up that noise had been observed on the right ventricular lead. It was noted that the noise had been present for the past 18 months. Temporary pacing inhibition had been noted as a result but the patient was asymptomatic to this. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.